Manufacturer narrative:
Block b3: exact date unknown, event occurred over a few years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Additional information was received indicating that the patient was doing well postoperatively. The explanted device was disposed by the medical facility.